Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). Additional information: updated d5. No problem or issues were identified during the device history record review. The device was received for evaluation. Visual inspection showed labels are undamaged. Rear housing is damaged (upper left edge) and there was fluid ingression on the downstream occlusion sensor. Performed functional check, and device passed testing. The customer's reported issue could not be duplicated. Investigation found no issues with the device delivering. The pump was tested and was found to be functioning properly and delivering within specification. Root cause is unknown. No action taken.

Event description:
It was reported that a patient claimed that the pump is reporting to quick the message "cassette empty". No adverse patient effects were reported.